Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. A definitive root cause was not identified, however based on the results of the investigation, it is likely that the image issue and code error b30 occurred due a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Always include according to documentation provided. Important information : please read before use -precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -precautions for disappeared or frozen endoscopic image: warning : follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that image was not displayed due to corrosion on the scope connector and a b30 scope communication error occurred due to corrosion on the endoscope connector. The control unit, scope connector and scope connector cover unit were dirty due to water leakage. The bending angle in the up direction did not meet standard value due to wear of the angle wire and an abnormal sound was made due to damage on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the evis lucera elite bronchovideoscope image did not appear. There was no patient harm or user injury reported.